Event description:
Pt participated in a multi-center, 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c3 c4, c4 c5, c5 c6, c6 c7 with pedicle screws at c3, c4, c5, c6 and c7. Pt had been experiencing pain for 1 month. Surgery date was (B)(6) 2007 and postoperatively pt experienced weakness in fingers, requiring pt. This is report 1 of 11 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received.